Manufacturer narrative:
(B)(4). Date sent: 12/22/2023 d4: batch # unk investigation summary this is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows tissue supported by surgical instruments. At the minute 00:20, the jaws placed in the tissue with a loaded blue cartridge. In the minute 00:27 the jaws are removed from the tissue and the entire staple line was observed to be completed and no malformed staples were observed. Based on the video the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Device history review an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.